Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s first implantable neurostimulator (ins) ¿just kinda died¿. The ins lasted for almost four years. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's battery was extremely hard to charge and some days it took over an hour.